Event description:
It was reported that the caller questioned why the device, while in managed ventricular pacing (mvp), was not switching out of the mvp when the patient was in 2:1 heart block during a treadmill test. The patient complained of exercise intolerance and medical doctor ordered a treadmill test. As the patient's intrinsic heart rate increased, the patient developed 2:1 block and a pattern of ar-as-vs but the device did not switch to ddd mode. Therefore, the v-v rate was half of what it should be and the patient became symptomatic with fatigue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.